Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the tubing was blocked causing high blood glucose levels and no delivery of insulin. The customer also reported insulin flow blocked alarms and they could not hear the alarm. The customer's blood glucose level was 600 mg/dl. It was found that the customer did not have a reservoir which was why they were not receiving insulin. The customer declined to troubleshoot. The customer stated they would call back if problems persisted and nothing was replaced or returned.